Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported in a journal article that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) underwent an av node ablation procedure. The device had been programmed to vvi mode at 30 bpm; however, during the use of the radio frequency (rf) ablation catheter, a long pause in pacing of greater than three seconds was observed. The rf application was interrupted and the device resumed pacing at 30 bpm. The device was reprogrammed to voo mode and it was confirmed that complete av block was obtained with an escape junctional rhythm at 35 bpm. A review of the device electrograms found pacing was inhibited due to oversensing of noise from the ablation catheter. No adverse patient effects were reported. The device remained implanted and in service. A request was made for the journal article author to provide the model and serial number for this device, but no information has been received at this time. Mugnai, giacomo., et al. (2021). "The radiofrequency interference on crt-d functioning during av node ablation: an educational case." Journal of arrhythmia. 2021;37:467-469. Doi: 10.1002/joa3.12467.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported in a journal article that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) underwent an av node ablation procedure. The device had been programmed to vvi mode at 30 bpm; however, during the use of the radio frequency (rf) ablation catheter, a long pause in pacing of greater than three seconds was observed. The rf application was interrupted and the device resumed pacing at 30 bpm. The device was reprogrammed to voo mode and it was confirmed that complete av block was obtained with an escape junctional rhythm at 35 bpm. A review of the device electrograms found pacing was inhibited due to oversensing of noise from the ablation catheter. No adverse patient effects were reported. The device remained implanted and in service. A request was made for the journal article author to provide the model and serial number for this device, but no information has been received at this time. Mugnai, giacomo., et al. (2021). "The radiofrequency interference on crt-d functioning during av node ablation: an educational case." Journal of arrhythmia. 2021;37:467-469. Doi: 10.1002/joa3.12467.